Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The monitoring printed-circuit (pc) board was found faulty by our fse, and it was replaced. The pc board was not returned for investigation because the customer decided to keep the pcb, and no logs are available for further evaluation. The replacement of a monitoring pcb indicates that the failure was of a monitoring nature, which will not affect the on-going ventilation settings to the patient. Since neither the pc board or the device logs have been received for our evaluation, we are unable to confirm or identify the root cause for the reported event from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the performed pre-use checks tests. There was no patient involvement reported. (B)(4).